Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the first cartridge cut but did not deploy staples. The device was reloaded for a second firing and the second cartridge deployed some staples on one side. The other side did not deploy any staples. The deployed staples were not formed correctly. The device was reloaded with a third cartridge; the case was completed without impact to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged cartridge. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Uterus. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st & 2nd. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that the cartridge (b) was noted to have a wedge band bypass as the right side was 1/10 fired and the left side was fully fired. The cartridge lockout was found normal. In addition the cartridge deck and sled were found damaged. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented; therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced the wedge band can bypass the sled. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was completed and the staples were note to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). In addition, cartridge (a) unfired and in good visual condition was received. It was evaluated with a test device; the device fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Reload b: batch: j5gk4d: manufacturing date: 5/17/2012; product exp. Date: 4/17/2017. A batch record review was performed and no anomalies were found during the manufacturing process. Reload a: batch: j5gu5w: manufacturing date: 6/2/2012; product exp. Date: 5/2/2017. A batch record review was performed and no anomalies were found during the manufacturing process.